Manufacturer narrative:
This product is returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient's device experienced oversensing. The device was subsequently explanted and replaced with a new cardiac resynchronization therapy (crt) device. No additional adverse patient effects were reported.